Manufacturer narrative:
H10: h2, h3, h6. One 72202468 fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The delivery curve was found bent toward the right and bowed downward. The actuator was no longer functional due to the damage. T1 was returned with unusual suture knotting. T2 appeared to have been cut from the suture. It was not found. T1 returning without t2 is not typical because t1 is deployed first. The depth limiter was attached. It was misshaped from tissue resistance aligned with having difficulty reaching a desirable location. Appropriate anchor spacing is required to inhibit improper deployment. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during knee arthroscopy the anchor and suture were dislodged and cannot be sutured. There was a delay of under 30 min and the procedure was completed using the same device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
A review of the information received has identified that this event should be re-evaluated for MDR reporting. The new information states that it is unknown which t was the one that dislodged from the suture, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.